Event description:
Per report received from canada, it was a case of an implant of a 26mm sapien 3 valve in aortic position by transfemoral approach. During procedure, when the native aortic valve was smoothly crossed with the delivery system and the valve loaded on it, patient became very unstable. Blood pressure dropped to 35/xx, heart rate was around 40/minute. Deployment was done successfully, however the patient remained unstable hemodynamically. Tee was performed showing posterior effusion in the pericardium. A first attempt to drain the effusion was done with a sub-sternal approach, however, it was not enough to drain all the blood so they proceeded with sternotomy. A laceration of the left ventricle was observed and repaired surgically. Blood loss was over 1 l and required blood transfusion. The patient was then sent to ccicu for recovery in a stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU),cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (laceration by the delivery system and/or the wire in the left ventricle) or the mechanisms described above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.